Manufacturer narrative:
Complaint conclusion: as reported, the color did not change on a 6f exoseal vascular closure device (vcd) during withdrawal, and finally the device was withdrawn. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and there were no anomalies noted to the loop. The device was not attempted to be deployed outside the patient¿s body. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium/plaque, and there was mild access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient underwent an interventional lower extremity procedure with a retrograde approach used. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, size 6f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in the manufacturing position and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was received in the black/white position. No additional anomalies were observed to be reported during this analysis. A guard deployment simulation was performed, and no issues related to the reported event were observed, as the indicator wire was deployed as expected when the guard was locked. A deployment simulation evaluation was also performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever, which resulted in the indicator wire retraction and the expected plug deployment. Additionally, the indicator window transitioned to the black/white and red position as intended. A high magnification evaluation was executed to assess the internal mechanism. No abnormal conditions were observed on the internal mechanism of the device. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device. The functional analysis was completed successfully, with full depression of the lever and successful plug deployment with all three window transitions noted. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. In addition, mild vessel tortuosity was reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the color did not change on a 6f exoseal vascular closure device (vcd) during withdrawal, and finally the device was withdrawn. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and there were no anomalies noted to the loop. The device was not attempted to be deployed outside the patient¿s body. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium/plaque, and there was mild access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient underwent an interventional lower extremity procedure with a retrograde approach used. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the color did not change on a 6f exoseal vascular closure device (vcd) during withdrawal, and finally the device was withdrawn and compressed to stop bleeding. There was no reported patient injury. A non-cordis sheath, non-cordis guidewire, and non-cordis balloon dilation was used during the procedure. The patient underwent lower extremity procedure. Additional information was requested but not provided. The device will be returned for evaluation.